Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the basic occlusion test due to protruded and loose drive support disk. The insulin pump had minor scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 52 mg/dl at the time of incident. The customer stated that the insulin was squirting out during manual prime process. The customer stated that they were unable to exit the preparing to prime loop. The customer stated that they were stuck in rewind complete and bolus delivery loop. The customer stated that the drive support cap appeared normal. The insulin pump will be returned for analysis. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.